Manufacturer narrative:
The product was not received for evaluation. As a result, the cause of the clinical complication could not be determined. Per our instructions for use (IFU): never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. A review of this device lot history record could not be conducted because the lot number was not available.

Event description:
Medtronic received information that there was a flow limiting iatrogenic dissection of the internal carotid artery just distal to the position of the guide catheter that required the stent placement to resolve. The patient was admitted to the hospital (B)(6) 2015 due to an acute stroke and was to undergo mechanical thrombectomy. After the guide catheter was placed, the marksman microcatheter was advanced over the wire into the internal carotid artery unfortunately when performing this, there was iatrogenic dissection of the internal carotid artery just distal to the position of the guide catheter. It is unclear whether the dissection was caused by placement of a guide catheter and then worsened with the microcatheter manipulation or crossed with microcatheter manipulation itself. At this point, the flow through the dissected segment of the ica was diminished, which necessitated placing a stent. The stent was placed without difficulty and there was subsequent gross restoration of flow through the cervical ica. The procedure then continued successfully with the solitaire device with restoration of flow tici 0 to tici 2b.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.